Manufacturer narrative:
The pump passed displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. The pump was monitored and tested with no failed battery test noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, slight corroded battery tube spring, and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer's blood glucose reading was 107 mg/dl at the time of incident. Troubleshooting found that the customer is calling back after having previously received a battery cap customer indicated that the battery compartment was corroded. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.